Manufacturer narrative:
Summary of the investigation: devices sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, the subject defibrillation was explanted on (B)(6) 2014 due to pocket infection. Infection analysis was positive for staphylococcus aureus and epidermidis.

Manufacturer narrative:
The device involved in this MDR report is approved in the united states; however, at the time of the event on (B)(6) 2014, it was not approved but considered to be similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject defibrillation was explanted on (B)(6) 2014 due to pocket infection. Infection analysis was positive for staphylococcus aureus and epidermidis.